Event description:
During an initial implant procedure, it was difficult to fixate the right atrial (ra) lead, and the physician was unable to implant the lead. The lead was explanted and replaced to resolve the event. No anomalies were observed on the ra lead. The patient is stable.